Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The field service representative replaced the sample probe, performed adjustments, cleaned the valves for the rinse unit vacuum, and cleaned the liquid waste tube. He performed checks and tests with acceptable results. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable albumin results for 1 patient sample and questionable glucose for 1 patient sample on a cobas c 703 analytical unit. Sample 1: the initial albumin result was 1.35 g/dl, and the repeated result was 3.66 g/dl. Sample 2: the initial glucose result was 38.9 mg/dl, and the repeated result was 103 mg/dl.